Event description:
It was reported that the customer's insulin pump was dropped on the floor and was damaged. The father stated that the whole bottom of the insulin pump came out. The blood glucose reading was 299mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump was received with a broken off end cap, cracked display window, cracked battery tube threads, cracked reservoir tube lip and a scratched lcd window.